Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. .

Event description:
The customer reported via phone call that the insulin pump alarmed low reservoir and the alarm was unable to be cleared. The customer's blood glucose reading was 182 mg/dl at the time of incident. Troubleshooting found that the arrow buttons were not responsive. Customer indicated that the pump issues were resolved and troubleshooting advised customer to change the entire set. Customer indicated that they would monitor the pump and to call back for further assistance if necessary.